Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging an issue with her onetouch delica lancing device. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012 at 7pm. According to the csr's documentation, "the lancet broke while she (the patient) was trying to put the cap back on." The patient indicated she does not manage her diabetes with oral medication or insulin; however, in response to the reported lancing device issue the patient indicated she continued with her usual diabetes management routine. According to the csr's documentation, five minutes after the alleged lancing device issue occurred, the patient reportedly developed a symptom of shaking. The patient, however, denied receiving any form of medical intervention/treatment after the reported issue occurred. During troubleshooting, the csr noted the patient was not using the correct lancet with the subject lancing device (per owner's booklet recommendation). Although it was noted that the patient was not using the correct lancet with the subject lancing device, this complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury while using the lfs product.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.